Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, a 'release the pressure' message was displayed although testing has been completed on the harmonic ace instrument. The tip of the instrument broke after the message was prompted. The fragment was retrieved and a backup instrument was installed to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: all fragments were retrieved during the same surgical procedure. The tip of the instrument was neatly broken and immediately removed from the patient's broken. The instrument was in use for 30 minutes to 1 hour prior to the issue. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
The harmonic ace has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint "'release the pressure' message was displayed although customer completed the test before using harmonic. Tip was broken after." The instrument was found to have a broken blade. The blade broke at roughly 0.202¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the instrument log (attached) for the harmonic ace (part# 480275-08/ lot# m901910208-0095) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0327. The instrument is a single use instrument.